Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for incorrect cap color with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. The most likely root cause of the customer's indicated failure mode for incorrect cap color was determined to be related to the manufacturing process.

Event description:
It was reported that there was a green cap mixed with the purple caps with a bd tube pms plh 13x100 4.5 slbl lim ce. The following information was provided by the initial reporter, translated from french to english: in the tray of 100 tubes with green cap, presence of a purple cap tube labeled as the tubes with the green cap.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was a green cap mixed with the purple caps with a bd tube pms plh 13x100 4.5 slbl lim ce. The following information was provided by the initial reporter, translated from (B)(6) to english: in the tray of 100 tubes with green cap, presence of a purple cap tube labeled as the tubes with the green cap.